Manufacturer narrative:
Correction: please retract this report 2017865-2025-1008258, the same event was previously reported as 2017865-2026-00014.

Event description:
It was reported that the patient's right atrial (ra) lead was capped and replaced on (B)(6) 2025 due to lead dislodgement. The patient condition was not known.

Manufacturer narrative:
Further information was requested but not received.